Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) after premature ventricular contractions (pvc) within the atrial refractory period was observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.